Manufacturer narrative:
A4: unk, a5: unk, a6: unk, b3: unk, h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+3.0/088 (sphere/cylinder/axis), in the patients left eye (os) (implanted horizontally), on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2023-03879, but the problem was not resolved, there was no difference in arch height after replacement, the patient is under follow-up observation at present. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Additional data: b5- it was later reported, "after the replacement of the 12.6mm horizontal implanted lens, the vault was 50um in the last review. The patient had no other complaints and had good vision. After communication, he decided to continue to observe for a period of time". Claim# (B)(4).